Event description:
It was reported during remote follow up that the right ventricular lead exhibited high pacing impedance, loss of capture, and loss of sensing. No intervention was reported. There were no patient consequences.

Event description:
Additional information received notes that the right ventricular lead was capped on (B)(6) 2025 and the associated pacemaker was also explanted on the same date. The device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The device was prophylactically explanted and patient was asymptomatic and stable after procedure.